Manufacturer narrative:
Since the device was not yet explanted, no further investigation can be performed at this time and a definitive root cause for this early degeneration cannot be established. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device. It is possible that the patient's clinical history and risk factors contributed to the reported event. However, since no additional information on this regards has been provided, this cannot be ultimately confirmed. Should further information be provided, an update to this reporting activity will be provided.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. As the device has not yet been explanted, no further investigation can be performed at this time. The manufacturer is presently following up to retrieve additional information, and a supplemental report will be submitted should further information be received. At this time, the root cause of this early degeneration cannot be established.

Event description:
On (B)(6) 2018, a patient underwent an aortic valve replacement. The operative diagnosis was of aortic valve stenosis (aortic valve heavily calcified). The received a cna21 in aortic position. The procedure was completed uneventfully. The manufacturer was informed that the device went into early degeneration. An echo was performed on (B)(6) 2020, where it was confirmed that the prosthesis appeared calcified with systolic gradients mean/max of 80mmhg/120mmhg. It was confirmed that the patient requires a re-intervention.